Event description:
A physician reported pt who on 1 may 1999 was originally skin tested with a negative result. The pt was initially treated on 15 august 1999 into the cheek area without event. On 17 sept. 1999, the pt was treated into three glabellar sites. The three glabellar treatment sites were "raised" from the time of implantation. Two weeks later(end of sept. 1999) the sites developed erythema, pain, and inflammation. The pt noted the symptoms had been persistent, with intermittent flaring. On 8 oct. 1999 the physician prescribed keftab for symptoms thought to be a possible infection. Symptoms were reported to have slightly improved, but on 15 oct. 1999 had become worse. The physician administered intralesional steroids on 20 oct. 1999 for symptoms of persistent erythema, soreness and inflammation at the treatment sites. As of 27 oct. 1999, symptoms had improved, but one glabella treated site had again developed erythema. The physician diagnosed the symptoms as hypersensitivity.